Event description:
It was reported that a patient underwent a revision surgery at l4-s1 due to the tulip heads of two screws at s1 being broken and non-fusion. The revision was performed 8 months post op. No patient complications were reported.

Manufacturer narrative:
(B)(4). Non-fusion. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.